Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
No blood glucose levels reported. The customer reported programming a bolus from the insulin pump but the insulin pump did not deliver the full amount programmed. It was reported that the insulin pump under delivered insulin to the customer. The customer also reported receiving multiple no delivery alarms from the insulin pump. The no delivery alarms from the insulin pump were resolved by a complete infusion set change. It was reported that a replacement insulin pump was sent to the customer. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.